Event description:
It was reported that system was put in and was told they would be up to 75-80% and would not have to take opiates. The system was not on because it did not work and the patient had three surgeries on it. The implantable neurostimulator (ins) was implanted on their buttocks. The patient could not find any doctor that would take it out. It was noted that the device did not work for the patient since implant. They went four months without opiates. The patient had a ph specialist for their heart disease and does the heart paps, she did one two years ago. The patient was looking for a physician willing to explant the device. It was noted that they went to a new pain clinic for a second opinion on explanting the device but was told no because of the possibility of infection. The patient was told that they were going to have to be on opiates and there was nothing they could do. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).